Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted message was received, and that internal temperature and bump were detected in the network device interface (ndi) toolbox. The probable cause was likely related to the complementary metal oxide semiconductor (cmos) battery. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), wo: h3: a medtronic representative went to the site to test the equipment. The system passed checkout with the camera replaced. H6: codes b01, c02, c08, and, d02 are applicable to the system checkout. Hw analysis: h3: the camera, lot number: p906398, was returned to the manufacturer and found to have an electrical issue. The camera had scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility dating back 2 years, intermittent faults indicating illuminator voltage measured lower than recommended operating voltage dating back 2 years. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The component passed an accuracy test at 0.076mm with a passing threshold of 0.250mm. H6: codes b01, c02, c08, and d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.